Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-58 implantable pacing lead 2011 (B)(6); 4296-88 implantable pacing lead 2011 (B)(6); 6570 stent 1998 (B)(6); 6575 stent 1998 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies.

Event description:
It was reported that the patient had a systemic infection. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.